Event description:
The surgeon complained about foreign material (fluffs) from the custom pack ended up in the pt's eye. Additional info received on 8/21/08: the surgeon reported there was some foreign material (fluffs) in the eye on the 1st post-op visit. The surgeon stated he had to perform a second procedure to remove the material from the eye to prevent any complication to the pt. Per the surgeon the source of the foreign material (fluff) is unk, the surgeon suggests that the foreign material may have come from the gauze used to clean the instruments during the procedure.

Manufacturer narrative:
The complaint history was reviewed and there were no other similar complaints for the reported lot. No samples of the reported fibers from the alleged event were returned for investigation and root cause analysis. Therefore, the root cause for this event could not be determined.